Manufacturer narrative:
One sample was received for evaluation and the reported event was confirmed. An inflation/deflation test was performed and it was observed that inflation and deflation were difficult. A visual inspection was performed and it was observed the inflation line tubing was collapsed inside the lumen of the tube. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that prior to use, resistance was felt upon inflating and deflating the cuff. The customer indicated that there was no patient involvement associated with this event.

Event description:
Medtronic received a communication that prior to use, resistance was felt upon inflating and deflating the cuff. The customer indicated that there was no patient involvement associated with this event.